Event description:
It was reported, that while using gastrointestinal videoscope during an unspecified diagnostic procedure, it was not possible to enter the operating channel. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.